Manufacturer narrative:
The fse went onsite and tested the audio on the pic ix by increasing and decreasing the volume. There was no sound generated. The customer biomed supplied the speaker kit and the speaker was replaced at the pic ix. In addition the customer biomed supplied a speaker kit which was replaced in the communication closet to update them to the newest version.based on the information available and the testing conducted, the cause of the reported problem was failed audio components at the pic ix. The reported problem was confirmed. The device was operational after the customer supplied speaker kit and speaker were replaced at the pic ix. The pic ix audio was tested after the parts were replaced, and the pic ix was confirmed to be generating audio. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating the surveillance center was no longer generating audio alarms. The device was in clinical use at the time of the reported issue. The customer did not report any adverse event.

Event description:
The customer reported that the speaker is no longer producing any alarm audio. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.